Event description:
As reported through the edwards sapien xt partners ii b clinical trial, at the 30-day follow-up visit post thv in an existing aortic surgical valve via the transfemoral approach, the patient reported a persistent right groin hematoma. The hematoma was evacuated, debrided and washed out by vascular surgery. Medical records review revealed that following the successful valve in valve procedure, a right le ultrasound performed postoperative day (pod) 1 indicated no evidence of bleeding, hematoma, pseudoaneurysm or arteriovenous fistula in the right groin. The patient was discharged to home in stable condition. At the 30-day follow-up, the patient¿s daughter reported that following the tavr procedure, the patient had a bleeding hematoma that was compressed to soft. Five days post discharge, the daughter noted the hematoma increased in size and the incision site was not fully closed. Over the next 1 to 1.5 weeks, the hematoma began to rise to the surface as a mass. Per the patient¿s daughter, the hematoma was doubled in size and erupted with bleeding. The patient presented to the ed of his local hospital. The ed compressed the hematoma prior to discharging the patient. Two more episodes of hematoma eruptions at home were reported. Manual pressure and ice was applied to the affected area; however, the lesion continued to persist. In light of the patient¿s persistent hematoma, he was admitted for further management of the hematoma. Lower extremity arterial doppler sonogram was performed. A hypoechoic fluid collection (likely hematoma) with no vascularity measuring 2.3cm x 3.8cm x 1.5cm was observed in the right groin. The femoral arteries demonstrated normal color flow and normal waveforms. The hematoma underwent evacuation and was washed out. The site oozed post evacuation, which was managed by pressure and continuous tight repacking. The site continued to slowly ooze 4 days post evacuation. Due to a platelet count of 60¿l, the patient received a unit of platelets. The wound stopped oozing following the transfusion and when additional pressure was applied. Eleven (11) days after admission, the wound was cleaned and repacked again and the patient was discharged to home with a wound vac. Arrangements were made for home visits for further wound management. Patient discharge medications included plavix and aspirin.

Manufacturer narrative:
According to the instructions for use (IFU), bleeding and hematomas are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Post surgical bleeding (including hematoma development) may occur immediately after the surgery or there may be a delay. In addition to suture failure, blood clotting problems can cause continued bleeding despite apparent successful closure. In this case, the exact cause of bleeding was not confirmed. It is possible that the patient¿s history of thrombocytopenia in addition to prescribed medication (plavix and aspirin) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.